Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The std insert trial broke.

Manufacturer narrative:
The lcs comp rpapg instrl std 12.5 associated with the reported event was not returned. A complaint database found previous investigations for the same failure that were attributed to product wear out. The investigation could not draw any conclusions about the reported event based on the lack of the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.